Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the reported malfunction. No components were replaced. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator generated visual and audible alarms and stopped cycling. There was no patient involvement.